Event description:
The patient contacted lifescan (lfs) in 2005 and alleged that their one touch ultra meter kept giving the error 2 message. There is no allegation of harm or serious injury. During troubleshooting with the patient, the customer service agent verified that this was not a new product. The patient's testing technique was reviewed to be correct and the condition of the test strips was also good. They were asked to retest, but the error 2 message still appeared on the display. They were asked to repeat the test with a test strip from a new vial. However, the issue persisted and the error 2 appeared again. The patient had not experienced any symptoms at the time of concern and did not receive any medical treatment or intervention. They had called their diabetes educator and was advised to contact lfs regarding the meter issue. Based on the information provided by the patient, there is an indication that the product has malfunctioned since the error 2 message was not resolved with troubleshooting. However, there is no information to suggest that the patient experienced injury due to the product and there is no report of adverse event. Therefore, this case is reported as a meter malfunctioned. A replacement meter was sent to the patient.